Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and identified the leak as water. Fse stated the leak was coming from a small hole in the reagent probe tubing. Fse replaced the reagent transfer assembly which includes the reagent probe tubing to resolve the issue. Fse verified system performance. No further leaking was noted. Qc was performed and all results were passing and within facility ranges. (B)(4).

Event description:
Customer reported a leak had been noted underneath unit 1 of the au5800 clinical chemistry analyzer during the night shift. The leak was not contained within the analyzer. The liquid was described as clear and colorless. There was no impact to patient results. There was no reported impact to operator. The customer indicated they were wearing appropriate ppe: lab coat and gloves. Customer added that following startup and analyzer prep the next morning, the control (qc) check for all tests on the inner cuvette ring of unit 1 were not passing. All results were outside the facility ranges. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event. Customer did not proceed with patient testing due to the failing qc issue.